Manufacturer narrative:
Additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.

Event description:
Patient was implanted with his system in 2007. It was reported the patient went to the emergency room in 2007, complaining of pain in the implant pocket site. It was reported that there was an abscess in the patient's pocket site, and the entire system was explanted. Follow up with the patient found that he has recovered from the infection. The patient was implanted with another eon ipg and leads, and is currently doing fine.